Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a pump was alarming for "air-in-line" during an upstream occlusion test. There was no patient involvement. The event did not occur on or before the first clinical use.